Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the sheath was placed to the patient on (B)(6). Around 19:50 next day, the sheath was found detached from the three-way stopcock when measuring the patient's vital signs. By checking, the stopcock was found broken. Therefore, the user stopped administrating the medical agent from the sheath and changed to the cv route to continue administration. No injury to the patient occurred.".

Manufacturer narrative:
(B)(4). The customer report of a leaking stopcock was confirmed through investigation of the returned sample. The customer returned one 3-way stopcock and a sheath for analysis. Signs of use were observed inside the stopcock. Visual and functional testing revealed a crack and separation at the connection between the psi and stopcock. White stress marks indicative of a force break can be observed on the points of separation of the stopcock. Based on the customer report, the detachment of the stopcock and psi was observed the following day after placement. Both components are secured together with adhesive, and the appearance of the separation is consistent with undue force being applied. The IFU provided with the kit informs the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection". It a lso states, "indwelling devices should be routinely inspected for desired flow rate, security of dressing, correct position, and for secure luer-lock connection.". A device history record review was performed with no relevant findings. Therefore, based on the customer report and the sample received, unintentional use error likely caused or contributed to this event.

Event description:
It was reported that; the sheath was placed to the patient on 20-oct. Around 19:50 next day, the sheath was found detached from the three-way stopcock when measuring the patient's vital signs. By checking, the stopcock was found broken. Therefore, the user stopped administrating the medical agent from the sheath and changed to the cv route to continue administration. No injury to the patient occurred.".